Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving inappropriate shocks due to over-sensed noise on the right ventricular (rv) lead. Upon investigation, a loss of capture was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.